Event description:
It was reported that patient came in for generator change. Prior to the procedure, isometric test was performed resulting in reproducible right atrial (ra) lead noise with oversensing. The patient's ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout procedure.